Event description:
It was reported that the device is providing a high spco of 8% when it was expected to be 0% and low siq. Customer also reported "signal flashed sometimes in blue but not every time". There was no known impact or consequences to the patient.

Manufacturer narrative:
Multiple attempts for product return were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.